Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: a review of the black box and alarm history did not show any alarms outside normal use. A review of the pump history indicated that the last basal delivery occurred on (B)(6) 2014 at 4:15pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours on a 1unit per hour basal rate, and correctly reflected 24 units at the end of the duration test. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad buttons were tested and no hypersensitivity was observed. No unprogrammed boluses occurred during testing. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that they delivered a double bolus and subsequently experienced low blood glucose (bg) of 59mg/dl with dizziness and extreme migraines. The patient stated that the pump had emitted an occlusion alarm during a bolus, and the bolus was cancelled. The patient stated that she did not check the bolus history to see how much of the bolus had been delivered before it was cancelled, and re-delivered the bolus, resulting in the low bg. The patient noted that the low bg was treated with food and three hours later her bg was 450mg/dl with no symptoms. The reported high bg does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy. Use error was determined to be a cause or contributor in the reported bg excursion.